Event description:
It was reported that during a lap hysterectomy, the device became to be activated intermittently and had a difficulty in sealing in the middle of the operation. The doctor commented that the cord and the distal end of the device had not been wet. And, the clinical engineer commented that there had been no problem in the cord of device. The procedure was converted from a laparoscopic procedure to an open procedure to stop bleeding.

Manufacturer narrative:
(B)(4). Additional information: intact and secure on the electrodes. When the jaws are closed there is a small gap at the proximal end of the jaws. The jaws open, close and rotate as designed. The device was plugged into the lab generator. The device coagulated the tissue as designed. The cord was wiggled with no interruption to coagulation. Based upon the visual and functional examination, it was concluded that the device functioned as designed the customer's complaint of not functioning part way through the procedure could not be duplicated or confirmed.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information: eps device did not suction due to shaft of eps03 was filled with the coagulum eph device - no reported issue. (Note the affiliate did not use the probe polus device for cautery only for sealing. The ebf was used for cautery) ebf device - used for cautery but then bleeding was occurred from the descending branch of the uterine artery ,the vessel about 2~3mm in diameter, and a convert to open occurred with ligature to control the bleeding. Si will be filed on the ebf device